Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported the sr8 system's screen is blank. Peripheral lights, bard logo, and green power light were reported to come on, but nothing appears on the screen. Biomed later updated that the system powered up normally after multiple reboots. However, users have mentioned that the system's screen has blanked out during use.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system's screen is blank/failure to boot was confirmed. The scanner boots to a black screen. The root cause is a loose connection on the lvds cable. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported the sr8 system's screen is blank. Peripheral lights, bard logo, and green power light were reported to come on, but nothing appears on the screen. Biomed later updated that the system powered up normally after multiple reboots. However, users have mentioned that the system's screen has blanked out during use.